Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to push the buttons two times to respond and squirted insulin out of infusion set while priming. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the battery cap had crack. The customer stated that the insulin pump had unexplained and random no delivery alarms corrected by additional rewind. The insulin pump will not be returned for analysis.